Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description (catheter found ruptured), follow-up was conducted to confirm the complaint details and that the correct device was returned. Response received from the customer that correct device was returned but ruptured was not identified by the customer during use. As received the marathon catheter, there was no flash or molded voids were observed with the marathon micro catheter hub. No bends or kinks were found with the marathon micro catheter body or distal tip. During evaluation, the marathon micro catheter was flushed, blood and water exited from a rupture at the distal tip. Based on the device returned evaluation and reported information, we were unable to determine the root cause of catheter ruptured. It is possible that the catheter was ruptured due to increased injection force against resistance. The marathon IFU (instructions for use) contains the following warnings: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. When injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded. Remove excess slack in the catheter to reduce the potential for catheter kink or prolapse.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of cerebral arteriovenous fistula, the guidewire got stuck at the hub of microcatheter. It was reported that during procedure, the physician delivered the marathon microcatheter with non-medtronic guidewire. However, the guidewire got stuck at the hub. The physician replaced medtronic guidewire, but this guidewire also got stuck at the hub. The marathon microcatheter was replaced with new marathon microcatheter to continue the procedure. No patient injury was reported. Evaluation of the returned device found that marathon catheter was found to be ruptured.